Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the tidal volume is too low. The customer reported the device was in use on patient, but there was no patient harm reported

Manufacturer narrative:
The hospital states that were no parts replaced. Z-2061-2017 was previously performed. The machine can be used normally . Patient information was requested, but no response received.